Event description:
It was reported that the device went to elective replacement indicator (eri) at 4 years and 2 months. Premature battery depletion is suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and the data revealed battery voltage - battery depletion indicated/eri and time of recommended replacement time (rrt) in the save to disk on (B)(6) 2012 device rrt<=2.62 volt. The weekly battery voltage trend data shows bat=2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012 and 1 - patient alert for low battery voltage on (B)(6) 2012.